Event description:
It was reported that the patient experienced a revision surgery of an inflatable penile prosthesis(ipp) device due to perforation. It is unclear where the perforation occurred. The device was not replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a revision surgery of an inflatable penile prosthesis(ipp) device due to perforation. It is unclear where the perforation occurred. The device was not replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6 device code corrected.

Event description:
It was reported that the patient experienced a revision surgery of an inflatable penile prosthesis(ipp) device due to perforation. It is unclear where the perforation occurred. The device was not replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the perforation occurred in the glans. The perforation was observed during the operation. No device was explanted during the revision procedure, only an accessory kit was used for the initial revision surgery. The patient had a second surgery on (B)(6) 2019 to implant a new artificial urinary sphincter(aus) device. The patient was reported to be stable with no additional complications or interventions.

Manufacturer narrative:
Additional information received that the perforation occurred in the glans. The device was removed for recovery and the perforation was observed during the operation.

Event description:
It was reported that the patient experienced a revision surgery of an inflatable penile prosthesis(ipp) device due to perforation. It is unclear where the perforation occurred. The device was not replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.